Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. No reported impact to the customer¿s blood glucose level. Customer successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.